Event description:
Healthcare professional reported, "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, broken on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.